Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The arm refused to enter bounds in case or engage power consistently and the mics handle fell off.

Manufacturer narrative:
Reported event: it was reported that the handle of mics fell off. The issue was noticed during the case. There was a 25 minute case delay and no patient harm. Device history review: review of device history records indicate (B)(4) devices were manufactured under lot k08z7 and (B)(4) including (B)(4) were accepted into final stock on 02/16/17. Complaint history review: a review of complaints related to parts in lot number k08z7, p/n 209063 shows no other complaint related to the failure in this investigation. Visual inspection visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection functional inspection was not completed. Reported problem was with the screw and handle. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA (B)(4) are associated with the failure mode reported in this event.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The arm refused to enter bounds in case or engage power consistently and the mics handle fell off.